Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high impedance with several attempts of repositioning. Last attempt was made when helix was unable to deploy. The physician implanted another lead. The patient was in stable condition post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.